Event description:
Event description guidant received information that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent oversensing of ventricular noise resulting in pacing inhibition. The device was removed and further trouble shooting suggested the lead's terminal pin may not have been fully inserted into the device's header, resulting in the noise.